Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, and after reset error message did not appear again, with no additional actions reported.